Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's clinical specialist that the insulin pump's retainer ring breaks. The customer's blood glucose level was unknown at the time of the incident. It was unknown if auto mode was active at time of incident. The insulin pump will not be returned for analysis.